Manufacturer narrative:
The manufacturing and sterilization records were found to be acceptable. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported the cutter worked at 4500cpm for roughly 10 minutes before stopping. The aspiration continued to work. The cutter was reduced to 2000cpm and the case was finished without any patient harm or extra procedures/instruments required.

Manufacturer narrative:
Eighteen sealed bl5523wv packs from lot w1156 were returned. Eight of the samples were inspected and tested. Visual inspection found no damage. A functional test was performed using a stellaris pc system. All eight cutters had good clean cuts and aspirated as intended. Additionally, each cutter was run at 5000 c.p.m. For 10 full minutes and then re-tested. One of the eight cutters had some random bad cuts where the cutter left a string or the cut wasn't ''clean''. However, this cutter did not stop during testing. A corrective and preventative action (CAPA (B)(4) was closed on 06 july 2018 but was still open when lot w1156 was manufactured. Per CAPA 610815, the vitrectomy tubeset used on the stellaris pc packs and stand alone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories, including bl5523wv. The first lot of bl5523wv that was built with the vitrectomy tubeset enhancement was lot #w1815 in june 2018. Any bl5523wv product with lot no. W1815 or higher will include the vitrectomy tubeset enhancement. The root cause for this event is undetermined as testing was unable to duplicate the failure mode. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.